Manufacturer narrative:
A customer reported a leak from the channel. The device inspection by olympus (B)(4) also confirmed followings; the event reported by the customer was confirmed. It was leaking from the channel. The suction value did not meet the standard due to channel leakage. Due to wear of the angle wire, the angulation range of the bending section was non-standard. The universal cord was bent. The connector was corroded. The control body was deformed. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4). ((B)(4)) for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the reported event was caused by the following; physical stress. Chemical stress. Storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.). Aging. The instruction manual provides warnings about applying external stress to the insertion section and storage of the endoscope in a harsh environment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.